Manufacturer narrative:
On 10-may-2021 the patient is scheduled to undergo bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: granuloma, rupture manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 7-apr-2021, it was found that the statement regarding the mammogram and ultrasound result on the initial report was incomplete. Manufacturer's reference number: (B)(4). On the initial report, it states that mammogram and ultrasound performed 16- indicated left-sided rupture. However, the correct statement should be mammogram and ultrasound performed (B)(6) 2021 indicated left-sided rupture.

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex contour profile gel clinical 315cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with siltex cracking. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A second product was received (lot-5629749). No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was found that the product return was omitted on the previous report. Manufacturer's reference number: (B)(4), on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a siltex contour profile gel clinical prosthesis and experienced left-sided granuloma and rupture postoperatively. The patient noticed lumps in her left breast, and mammogram and ultrasound performed 16- indicated left-sided rupture. On (B)(6) 2021, the diagnosis was confirmed by the patient¿s surgeon. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2006 based on available information.